Event description:
It was reported that the clinical study patient underwent an initial left hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to pain from chronic tendinopathy. No implants were removed; however, the surgeon performed an iliopsoas release (invasive surgery).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."